Manufacturer narrative:
A co rep worked with the customer to adjust settings and discuss the use of refurbished handpieces. A co svc rep checked the system and found it met performance specs; unable to duplicate problem reported. The phaco handpiece was observed to be third party repaired. The customer was provided with add'l info on possible causes of thermal injuries.

Event description:
The facility initially reported machine is not working properly, no further detail provided. During f/u in 2007, they stated corneal burns occurred over the last mo with one surgeon. No samples were retained. This event is reported as MFR's rpt. # 2028159-2007-00118. Add'l info rec'd from the surgeon stated this pt required multiple tight sutures, and add'l post-op meds and lube. Outcome/prognosis are unk. The other event is reported as MFR's rpt. # 2028159-2007-00119.